Event description:
The health care professional stated the pump had not been working properly since the beginning. No additional details were provided. There was no patient injury. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The serial number of the device is included in the synchromed ii missing propellant recall and physician communication.